Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient shattered her knee and had to go to the hospital on january 13th and the event was unrelated to the device/therapy. Since the procedure, their stim has been bothering her and two days prior to the report it was "driving her crazy". Therefore, the patient wanted stim turned down. A poor communication screen was seen on the programmer, but this was resolved by placing the controller on the skin over the implant. The patient was able to turn stim down and they were then feeling better. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided the weight information. No further complications were reported.